Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 20170521, expiration date 08/31/2010). (B) (6).

Event description:
Caller states pt tested 4.5 inr on coaguchek xs system 1 and 2.2 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, pt no longer has test strips; replacement was sent.